Event description:
The customer reported that the insulin pump alarmed, and the drive support cap was sticking out. The blood glucose reading was 146mg/dl. The customer mentioned that the belt clip broke off and the device fell off on the floor. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a protruded/loose drive support disk.